Manufacturer narrative:
(B)(4). Device not received yet.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(6) 2013.